Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 210h set, the patient experienced a blood pressure drop. The event occurred 30 minutes into treatment. The cause of the blood pressure drop was unknown. Replacement volume was set to 36l, blood flow rate to 230 ml/min and uf volume to 2.0l. It was reported this was the first time the polyflux set was used for the patient. The same parameter (prescription) as previous treatments (with other dialyzer) was used for this treatment. It was reported the blood pressure was 160mmhg before treatment and dropped to 40mmhg 30 minutes after starting treatment. Medical intervention was reported as a 200 ml fluid replacement. Therapy was continued with the same dialyzer. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.